Event description:
User alleges when transferring fluid from syringe to vial, needle broke off at hub and medical assistant received a contaminated needle stick.

Manufacturer narrative:
Results evaluation: smiths medical did not receive the sample involved in this event. However, the user facility did return unopened samples of the lot in question for investigation. Twenty one unopened samples were returned. The samples were removed from the package and visually evaluated under 20x magnification. The needle cannula was examined for damage and/or defects; none were found. The needle cannula was separated from the hub for further testing. To break the cannula, they were bent 90 degrees, straightened and then bent 90 degrees in the opposite direction. The cannula was then tested for needle stiffness per the iso needle cannula standard. All returned samples met the product specifications for stiffness. A review of the instructions for use has a warning that states "bent or damaged needles can result in breakage or damage to the tissue or accidental needle puncture. If the needle is bent or damaged, no attempt should be made to straighten the needle or engage the needle-pro device. The needle-pro device may not properly contain a bent needle and/or the needle could puncture the needle protection device which may result in a needle stick with a contaminated needle."